Event description:
See initial report.

Manufacturer narrative:
A device service history review was conducted and identified that the unit was manufactured in 2020 and no other similar events have been reported. Considering the gathered insight and the result of investigations performed on similar cases, the root cause of the event has been traced back to a failure of the stirring mechanism, which is likely to assume was stuck or no longer moving freely. Environmental conditions, such as high temperatures, humidity, condensation, and water infiltration may have contributed to the failure of the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message related to stirring mechanism blocked or too slow, on patient side. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) kansas. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, stirrer motor was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.